Event description:
The customer reported that the sys had no image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery and inventor board needed to be replaced. The reported issue is currently under investigation.